Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that there was a cuff deflation on a tracheostomy tube. There is no information available about whether a leak check had been performed prior to use. After eight hours of use, a leaking sound was heard. The cuff was pressurized at 40 cmh20. By the next morning, the leaking sound was heard again, so a new tracheostomy tube was placed. The patient did not receive medical treatment and the outcome was resolved. No adverse health outcomes occurred.

Manufacturer narrative:
One used 9.0mm portex® blue line ultra® sunctionaid® soft seal tracheostomy tube was returned for investigation. The sample was received without its original packaging. Visual inspection of the device was conducted at a distance of 12" to 24" and under normal conditions of illumination; a hole was found in the device cuff. Investigation was unable to determine the root cause of the hole in the device cuff.